Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): percutaneous lead introducer kinked; damaged at implant attempt. Other kinks in the introducer most likely occurred during shipping to manufacturer.

Event description:
It was reported that the catheter bent suddenly without any use of force. The catheter was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".